Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm during the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages. A review of the labeling for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 2311ml, indicating the home patient (hp) drained 2311ml more than their maximum programmed fill volume of 2400ml. No additional information is available.